Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
Healthcare professional reported via phone call that the insulin pump had motor error alarm. The customer¿s blood glucose was 329 mg/dl. Customer stated the drive support cap appears normal. Customer stated no more than one motor error alarm within a 30-day period. Customer was able to successfully clear the alarm also able to complete pump rewind. The device will be returned for analysis.